Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient is reportedly a poor performer. A review of the test data indicates impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Corrected information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient has is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and tool damage to the silicone overmold on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. Corrected information: section h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.